Manufacturer narrative:
It was reported that the unit has experienced several fractures of the black plastic handle, close to the strike plate. The latch which locks the rotation of acetabular implant is easily broken if the surgeon forgets to release it before trying to unscrew the instrument. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unit has experienced several fractures of the black plastic handle, close to the strike plate. The latch which locks the rotation of acetabular implant is easily broken if the surgeon forgets to release it before trying to unscrew the instrument.